Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between the acoustic lens and the ultrasonic probe could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a gap of adhesive on the distal end/stain entered inside the lens through the gap. The gap was between the acoustic lens and ultrasound probe. Further inspection findings included: the position of charged coupled device (ccd) cable too short and was a limited length for repair (too short, 95.0 mm), the upward/downward angulation control knob (u/d knob) cannot be locked securely due to wear of lock engagement lever (fe lever), discoloration of the air water (aw) cylinder and cover joint. There was a loss of water tightness due to deformation of the suction connector (s-connector). The water leakage cause corrosion of the electrical (el) connector, identification (ID) cover, plate, scope ID, shield disk, shield plate, s-connector and ultrasonic connector. A pinhole on the channel (ch) tube caused water tightness to be lost. There was acoustic lens damage, distal end deformation, objective lens cracked, objective lens discoloration, and light guide (lg) lens shaved. The adhesive on bending section cover(a-rubber) had a crack, the connecting tube had a scratch and was deformed. In addition, due to wear of the angle wire, bending angle in up direction does not meet the standard value. The ultrasound (usc) case was discolored. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope did not pass leakage test because of bottle leakage. Inspection and testing of the returned device found a gap between acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.